Manufacturer narrative:
This device is not marketed in the united states but is part of a family of products that are marketed in the united states. (B)(4).

Event description:
There was a report of t2 non-deployment. Reportedly, the first t deployed in regular fashion, but the second t did not deploy off the end of the inserter. The shaft of the device was not bent. The suture material and the first t were removed from the meniscus with a graser/cutter and shaver. A second device was opened and failed in the same manner. The suture & t was also removed the same way. A third ff360 was opened and worked very well. Approximate 10 minutes delay was experienced with the first two faulty devices. There was no report of patient injury associated with the alleged event.

Manufacturer narrative:
Evaluation narrative - examination was not possible, as the device will not been returned. Without the return of the device in question a root cause for this incident cannot be determined. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No further investigation is warranted at this time. Manufacturing review completed. (B)(4).